Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due pain. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07682 & 2015-01599).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due pain. The modular head and taper adapter were removed and replaced. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain, periarticular fluid, and elevated metal ion levels. Operative report noted the presence of red discolored tissue, discolored fluid filled tissue, discoloration on the stem due to fretting, an anterior superior hypertrophic capsule, pseudocapsular tissue and no evidence of infection. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."